Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received three temperature alarms while the pump was charging. The customer was disconnected from the pump and the blood glucose level was not impacted. The customer was using manual insulin injections to manage diabetes.